Event description:
The manufacturer received information alleging an issue related to a remstar pro c-flex+ device. The patient has alleged sinus infection, sleep apnea. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found white dust like contamination on the blower motor. Also, the manufacturer found white and brown dust like contamination in air inlet of blower box, observed 6 error logged. There was no evidence of sound abatement foam degradation. 4 error found in the e107 err_heated tube. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.